Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call programming assistance. The customer's blood glucose was 441mg/dl at the time of call. Assisted customer with insulin pump programming for basal rates, bolus wizard, fixed prime, meter ID, max bolus. Customer declined to trouble shoot for high blood glucose. The insulin pump will not be returned for analysis.